Event description:
On (B)(6) 2013, patient was implanted with a gore acuseal vascular graft. Reportedly, the gore acuseal vascular graft thrombosed immediately after surgery. Patient was negative for heparin antibodies and positive for hypercoaguability. The patient was referred to hematology for treatment. The gore acuseal vascular graft remains implanted.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Attempts to obtain the information required for this form were made by w. L. Gore & associates, inc.